Event description:
A neonatal PICC was placed in an infant. The pigtail was noted to be leaking approximately 1 cm from where the pigtail joins the luer connector. The catheter was removed after several unsuccessful attempts to replace it. The infant was taken to the operating room for surgical placement of a central venous catheter. Of note, this is the 13th similar occurrence of leaking in the same area of the 1.9 fr catheter over an 18 month period of time. During the process to determine if the leaking was a practice or product related issue, we examined our practices related to PICC insertion, care, and use. We could not find any common threads. As a result, we provided the rep with 3 (of the 13) catheters to be examined microscopically for clues to any product inconsistencies or reasons identified for the leakage. In the meantime, we have removed the product from our storeroom and substituted a product from another manufacturer. We don't know, but given that we examined our own practices for the possibility of user error, it is possible that there is a device quality control issue.